Event description:
In 2009, the patient reported that the up and down buttons on his insulin infusion device work intermittently. He stated, he discovered this about 1 week ago while trying to deliver a bolus. He said he is concerned that this is causing him to not get enough insulin. He stated, his blood glucose has been elevated recently with his last a1c report being 8.5. He stated his elevated readings are due in part to his lack of exercise. His device buttons pop up when pressed and his device has not been dropped. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.